Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if addtional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed in the event history. The assignable cause was that the speaker harness was not connected. The speaker harness was reconnected. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 550:332:650:0000 occurred twice. There was a failure to audibly alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.